Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes, h3. Device eval by manufacturer? Yes, d9. Device available for eval?: 29-oct-2025. Investigation summary: bd received 1 sample along with 3 photos for investigation. Upon visual inspection of the returned sample, discoloration was observed on the stopper; however, crooked stopper was not observed. Evaluation of the photos indicated that the stopper in the used tube was crooked. A total of 100 retained samples were visually inspected, confirming that the closure assembly was correctly assembled and placed on the tubes. No crooked stoppers were identified that would prevent proper application of the closure assembly. In addition, 10 retained samples underwent functional testing, with no loose or separating stoppers observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes foreign matter-unknown and crooked stopper. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, on one (1) tube the stopper had foreign matter and in 0ne (1) tube the stopper was skewed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, on one (1) tube the stopper had foreign matter and in 0ne (1) tube the stopper was skewed. No adverse impact was reported regarding the patient or user.